Manufacturer narrative:
Concomitant medical products: product ID 37761, serial# (B)(4), product type: recharger. (B)(4).

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for dystonia. It was reported there was poor coupling. They were having trouble getting her ins charged to more than 25%. The harness didn't work for the patient and so they gave it back to the company representative. The patient had extreme neuropathy so it was hard to do the recharger. The ins went dead and she had been trying to recharge but it did not go higher than 25%. The patient had all 8 coupling boxes and they had been trying to recharge the ins for a couple of days and it was not recharging. The ins icon also showed 25% and it did not increase. They had the implantable neurostimulator recharger (insr) plugged in. They checked the insr desktop charger and the connector pin seemed loose. It was further reported it would not go above 50%. There were issues with the ins holding a charge for a significant amount of time. The ins was on 3 days prior to report but now it had shut off. They experienced head movement and a little bit of artifact. The cause of the symptoms was believed to be because of recharging issues and the ins not holding a charge. The cause of the ins shutting off was due to recharging issues as well. They used the patient programmer (pp) to check implant status which showed all three battery icons empty. This was the first time they had let the ins deplete.